Manufacturer narrative:
The events of seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.

Event description:
Patient reported right side "pain, swelling," "concerned about the status of worldwide cases of lymphoma (anxiety)," and "suspected of having lymphoma [for unknown side] (anxiety)." Pathological markers confirming alcl have not been received. Reported treatment includes phytotherapics. "Squared side", capsular contracture [baker grade IV], [and] seroma" were additionally reported. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Patient reported right side "pain, swelling," "concerned about the status of worldwide cases of lymphoma (anxiety)," and "suspected of having lymphoma [for unknown side] (anxiety)." Pathological markers confirming alcl have not been received. Reported treatment includes phytotherapics. "Squared side", capsular contracture [baker grade IV], [and] seroma" were additionally reported. The device remains implanted.

Event description:
Patient later reported rupture and silicone migration. Patient later reported folds.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient later reported, "lymph nodes. With an a typical appearance in the right armpit. Level 1, measuring 1.5cm".

Event description:
Patient reported right side "pain, swelling," "concerned about the status of worldwide cases of lymphoma (anxiety)," and "suspected of having lymphoma [for unknown side] (anxiety)." Pathological markers confirming alcl have not been received. Reported treatment includes phytotherapics. "Squared side", capsular contracture [baker grade IV], [and] seroma" were additionally reported. Patient later reported rupture and silicone migration. Patient later reported folds. Patient later reported "lymph nodes with an atypical appearance in the right armpit, level 1, measuring 1.5cm". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported right side "pain, swelling," "concerned about the status of worldwide cases of lymphoma (anxiety)," and "suspected of having lymphoma [for unknown side] (anxiety)." Pathological markers confirming alcl have not been received. Reported treatment includes phytotherapics. "Squared side", capsular contracture [baker grade IV], [and] seroma" were additionally reported. Patient later reported rupture and silicone migration. Patient later reported folds.the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.